Event description:
It was reported the right ventricular (rv) lead presented with r-wave amplitude variation during implant procedure on (B)(6) 2022. When the physician attempted to correct the issue, the lead helix was bent and damaged. The lead was not used, and replaced within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
The reported events were r-wave amp variation and helix damage. As received, a complete lead was returned in one piece. The reported event of helix damage was confirmed. Visual and x-ray examinations found the helix was bent/damaged. The cause of helix damage is consistent with procedural damage. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.